Manufacturer narrative:
Findings: pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that customer was in the hospital for falling and mentioned that insulin pump alarmed motor error. The customer's spouse added that when everyone goes to the hospital, they have the insulin pump taken off and they come back all messed up. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. The customer was treated with an insulin pens and troubleshooting for the high was declined. The customer's spouse stated that the drive support cap was sticking out. The customer's spouse was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.